Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Replacement brush head broke off / had broken into many pieces [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2016 that on (B)(6) 2016 he was using a new oral-b power oral care refills professional white, and noticed that it simply broke off; this was the second time that he had used it. The consumer noted that he threw the replacement head away since it had broken into many pieces. The consumer stated that he had always been happy with oral-b products until now. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.